Event description:
The customer reported that the device did not work on battery mode. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that they require a speaker. Philips has not been able to verify if there was a loss of audio function. The product labeling (intellivue x2 multi-measurement module instructions for use, part number 453564208381, page 46) contains the following warning: "if the monitor is mechanically damaged, or if it is not working properly, do not use it for any monitoring procedure on a patient. Contact your service personnel. Furthermore, the product labeling, (intellivue x2 multi-measurement module instructions for use, part number 453564208381, page 57), describes that the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment. A non functional device with battery mode would be immediately obvious to the user. This would allow the user to implement alternative methods of monitoring per hospital protocol, and/or to troubleshoot the monitor. When there is a loss of audio, the device is designed (as documented in the risk management summary (rms)) to generate a "speaker malfunct." Inop. It is considered that the inop would make the issue immediately obvious to users during close observation of the patient. The importance of using the monitoring equipment in conjunction with close personal observation of the patient is stated in the product labeling. The labeling (intellivue x2 multi-measurement module, instructions for use, part number 453564208381, page 57) describes personal surveillance: "warning: do not rely exclusively on the audible alarm system for patient monitoring. Adjustment of alarm volume to a low level or off during patient monitoring may result in patient danger. Remember that the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment." This would allow the user to implement alternative methods of monitoring (if not already applied) per hospital protocol, and/or to troubleshoot the monitor. The mp2/x2 is designed to generate technical inops in cases a parameter or part does not function any more as specified. This inop would be immediately obvious for the user and would allow the user to implement alternative methods of monitoring per hospital protocol, and/or to troubleshoot the monitor. This issue poses minimal health risk. The visual inop, together with the above product labeling, is considered as a sufficient mitigation of risk from a loss of audio. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.